Manufacturer narrative:
Vyaire has reached out to customer three times to request the complaint device for further investigation. Unfortunately, vyaire has not received the complaint device for evaluation or the requested additional information. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
The following is second of two incidents involving a different infant patient (previously reported under complaint (B)(4)/ report number mwr-(B)(4)). Customer reported to vyaire medical that an infant patient presented clinical signs of redness and sweating and went into hyperthermia mode following an automatic temperature mode adjustment. There was a temperature gap between the infant and the display pra. The new-born baby was placed on the radiant table; thermal probe was placed on the abdomen of the infant; temperature setting was in automatic mode. Cutaneous temperature display was equal to that set on the heating table of giraffe brand. The warmer was in baby mode. The temperature adjusted at 36.5 degrees. The infant was not wrapped in a blanket. One hour after the installation; the nurse went in front of the incubator to go to another infant and was alerted by patient's redness and then observed by patient's wet body. The nurse checked the temperature of the infant. The body temperature was 38.5; two degrees higher than the figure displayed by the incubator without any alarm alerting the staff. The staff quickly took the infant patient in their charge; changed brooder, checked the temperature of the infant several times. The temperature of the infant was lowered in about half an hour without consequences for the patient. There was no injury or harm to the patient. No medical intervention had been undertaken for redness and sweating.

Manufacturer narrative:
A device history record (DHR) of the lot number revealed no issues. A root cause could not be determined.